Event description:
The manufacturer received a work order invoice for a simplygo mini portable oxygen concentrator due to a diagnostic test performed; power connector broken; check valves leaking; bed alarm. There was no report of serious patient harm or injury. There was no report of medical intervention. The parts were replaced, and the machine was calibrated. This report is being submitted due to the check valves leaking. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.